Event description:
Post-operative amplatzer amulet left atrial appendage occluder device migration and embolization resulting in the lodgement of the device in to the descending thoracic aorta. Patient presented for routine surveillance tee of recently placed 22mm amulet laao device, which showed the device in the descending thoracic aorta. Patient was admitted and the device was retrieved percutaneously without incident.